Manufacturer narrative:
Upon investigation, it was concluded that the oil leakage was coming from the sfs. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the customer performs preventative maintenance on this lift. The technician replaced the likorall (B)(4) unit to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the likorall (B)(4) motor stopped and fluid leaked from it onto the lift strap and down the hand control cable. The lift was located in the patient's home at the time of the allegation. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).